Event description:
Information was received that the cadd extension set has faulty/damaged line or cord. No reported adverse effects.

Manufacturer narrative:
Evaluation results: one cadd extension set was returned for investigation. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. A leak test was performed using a hydrostat vessel and no leaks were detected. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No root cause was determined since the complaint was not confirmed.